Event description:
It was reported that while using their stockert, the pt received a thermal injury on the thigh at the indifferent electrode site. A 8 mm catheter was used for ablation. Add'l info received indicates that upon removal of the valley lab split patch, a piece of skin approx 1/2 inch by 1/2 remained stuck to the patch at one corner. The patch was positioned on the front of the upper thigh. Ablation parameters: 70 watts, 65 degrees, 60 seconds. Baseline impedance was around 150 ohms.

Manufacturer narrative:
The indifferent electrode was positioned on the pt's thigh during the case, although customer has been advised numerous times that the stockert manual recommends placement of the indifferent electrode close to the heart. The catheter has not been retrieved for eval. The pt's lesion was treated by a skin care team.